Event description:
It was reported that a device was used during a lap roux-en-y. It was reported by the rep and by that the surgeon was manipulating the anvil with suture and the blue tip pulled out the anvil unexpectedly, tearing a hole through the pouch of the stomach. Repair of the stomach extended surgical time an hour.